Event description:
It was reported "feedback received from the director of surgery: the newly installed endoscope exhibited frequent fogging and blurring during the operation. The problem persisted after warming in warm water. After warming, fogging and blurring occurred approximately 1 minute upon reinsertion into the abdominal cavity; the issue remained unresolved after 2-6 repeated warm-water soaks. An older endoscope was used intraoperatively instead; after warming, it provided clear imaging upon reinsertion and remained fog free for the remainder of the procedure." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).